Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was treated by paramedics for hypoglycemia. The customer stated that he treated himself with orange juice and glucose tablets. The customer also stated that he last changed his infusion set the day before the event. The customer then stated that he has had low blood glucose levels overnight. Programming was correct. Troubleshooting was performed and the insulin infusion pump passed the displacement test. Nothing further was reported.